Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.